Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling procedure. The procedure date was reported to be approximately six months prior to (B) (6) 2010. According to the complainant, two weeks after the procedure, the patient's wound reopened but healed without intervention. Six months after the procedure, the patient presented with mesh extrusion. It was reported that the patient was "extremely" sexually active. Several attempts at follow up have been unsuccessful.